Event description:
A mobile provider called in to ask for an exchange for a kit that was opened during a case that was canceled. This was a prostate case where the pt was put under anesthesia and the doctor decided to cancel the case because the gland was too large. There were no issues with any of the galil medical products.

Manufacturer narrative:
In this event, the pt was put under anesthesia during system start up and testing. The IFU instructs users to perform system testing prior to putting pt under anesthesia. The device in this case was never used on the pt as the physician decided to cancel the case due to determining that the prostate gland was too large. Therefore, the pt was subjected to an unnecessary medical procedure (anesthesia). There were no issues with galil medical's devices. Further, no pt injury was reported.